Manufacturer narrative:
Complaint: (B)(4). Received 3pcs 454247p/b240333q for evaluation. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification for all samples. The alleged malfunction is not confirmed. Corrections / additional data: h3: samples received; h6: added health effect, component code, changed type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
The customer advised they experienced issues with troponin testing. Customer advised that they had a patient drawn in the ed and the troponin was 0.191. The critical was called to ed. Two hours after that draw the patient was drawn a second time for repeat testing per provider, and the result was 0.002. This prompted the technologist spring into investigative mode, and she re-spun the very first sample and ran it- with a result of 0.00 (ran in duplicate both 0.00). They are currently using the lithium heparin gel tube and spinning the samples at 6000 rpm at a fixed angle for 10 minutes. This is the second time they have encountered this issue. The first time they had their analyzer specialist come and do preventative maintenance, provide them with new reagents, calibrators, and qc material. The current analyzer is abbott architect ci4100. Staff is properly inverting tubes at time of draw. Tubes are being filled within acceptable ranges. Centrifuges used are hettich, zentrifugen eba 200s with fixed angle at 6000 rpm for 10 minutes.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.